Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery there was a serious patient event where this device was in use and after the 3rd swipe on the patient skin it cut in to the patient. Diligence is completed and no further information is available. No additional adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Technical evaluation determined that the device passed the rpm test. The control bar was not flush with the master blade. Calibration was in limits when set to all readings. The device did not pass visual inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information.